Event description:
It was reported that the patient was found to have a pericardial effusion. Approximately one liter of dark red fluid was removed with pericardiocentesis. The physician elected to move both leads as a precaution. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2014. (B)(4).